Event description:
It was reported that during a procedure a viking electrode catheter lost its stiffness and bent in the patient and it was difficult to remove it from the patient. The catheter was exchanged with another of the same type. The procedure was successfully completed with no patient complications. Device has been received by boston scientific and is waiting for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection it was confirmed that the device has a kink in the distal section, near ring #4. Media inspection confirmed the upn and batch number of the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a procedure a viking electrode catheter lost its stiffness and bent in the patient and it was difficult to remove it from the patient. The catheter was exchanged with another of the same type. The procedure was successfully completed with no patient complications. Device has been received by boston scientific and is waiting for analysis.